Event description:
The customer reported a patient was receiving red blood cells over two hours. When there was 16 ml left in the infusion, blood was noted to be leaking from above the filter chamber. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient was receiving red blood cells over two hours. When there was 16 ml left in the infusion, blood was noted to be leaking from above the filter chamber. There was no patient harm.

Event description:
The customer reported a patient was receiving red blood cells over two hours. When there was 16 ml left in the infusion, blood was noted to be leaking from above the filter chamber. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak above the filter chamber was confirmed. Blood residue was observed around the insertion point of one of the tubing arms bonded into the drip chamber cap, and on the side of the cap. Due to the amount of blood product remaining throughout the tubing set, effective functional testing was not possible. The root cause of the leak above the filter chamber is due to insufficient depth of insertion of the tubing piece(s) into the top of the drip chamber cap during set assembly.